Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2012 due to disassociation of the glenosphere from the glenoid baseplate. The surgeon removed and replaced the glenoid baseplate, humeral bearing and humeral tray locking ring. All other components were reported to have been removed then reimplanted during the revision procedure.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component consisted of the locking ring only as the humeral tray was reimplanted. Evaluation found no product defect. The design engineer followed up for additional information; it was relayed that the surgeon did not feel the central screw was fully seated. The surgeon also reported to have removed bone during the revision procedure. The original central screw was reimplanted during the revision procedure. The package insert includes the following precaution: "do not reuse implants." There are additional warnings in the package insert that state that this type of event can occur: "disassociations of modular components have been reported. Failure to properly align and completely seat the components together can lead to disassociation ... All additional locking screws must be adequately tightened." The user facility was notified of the event. Should the user facility submit a medwatch report or additional information, biomet will forward a supplemental report to the FDA. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00618 / 00620).